Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's freestyle libre 2 reader was turning on and off without pressing power button. Due to this issue, the customer was unaware when they became hypoglycemic, and experienced a loss of consciousness. The customer required treatment of glucagon injection by son. There was no report of death or permanent injury associated with this event.